Event description:
Only after 2 years of placement of allergan implant it ruptured. Had the leaked silicone cleaned out by surgeon. Said he got "most" of it out. Replaced with new implants. Since then have been ill with memory loss, tiredness and now diagnosed with liver disease. Was healthy before rupture. When I called to report rupture to allergan, I asked how could it rupture only after 2 years? Allergan rep said it happens quite often and that implants just fail. I'm now left with failing health due to "faulty" implants.